Event description:
It was reported that pump experienced malfunction with malfunction code 12 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.